Event description:
The customer reports that the pt was placed on the ventilator after surgery, when the ventilator developed high airway pressures. The customer also reports that there was exhalation volume deficiency. The pt was manually bagged then placed on another ventilator.